Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no broken fragments remained in the patient. The procedure was successfully completed without any surgical delay. Patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the drill bit ø1.8 l100/75 2flute (part #: 310.510, lot #: u251829) was returned and received at us cq. Visual inspection of the device showed the distal tip of the device was bent and broken. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the complaint condition is confirmed for the drill bit ø3.2 l145/120 2flute (part #: 310.510, lot #: u251829) as the device was broken at the distal tip. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during device use. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part # 310.510; synthes lot # u251829; supplier lot # u251829; release to warehouse date: 14 oct 2016; supplier: (B)(4). No ncr"s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) 2021, two drill bits were broken in the procedure. This report is for one (1) 1.8mm drill bit/qc/100mm. This is report 2 of 2 for complaint (B)(4).